Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16707. It was reported that patient presented to a right ventricular and atrial lead extraction on (B)(6) 2021 due to unknown reasons. No patient symptoms or condition were reported.